Manufacturer narrative:
Per tandems user guide t:slim: change infusion set every 48¿72 hours. And replace the cartridge every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received continuing intermittent occlusion alarms. The customer resolves the occlusion alarms by changing out their supplies, and successfully resuming insulin. The customer reported blood glucose (bg) levels were impacted; however, the exact value was not provided. Correction boluses were delivered to address bg levels. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions. In addition, the customer reported that the cartridge and supplies were being used for at least 7 days.